Event description:
It was reported that the patient was experiencing pain and discomfort at his beltline. The patient underwent an ipg replacement procedure as physician did not want to risk infection by putting the original ipg back in place. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.